Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the error alarm occurred while he was doing yard work. Blood glucose level at the time of the incident was 135 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners. Unit received with broken belt clip slot.